Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator had inaccurate readings, a defective manometer, an internal leak, and a depleted battery. This was discovered prior to patient use and there was no harm/adverse event reported.

Manufacturer narrative:
D3 - manufacturing plant name, d3 - manufacturing plant address 1, d3 - manufacturing plant address 2, d3 - manufacturing plant city, d3 - manufacturing plant state, d3 - postal code and d3 - manufacturing plant country: corrected. D9: date returned to mfg.: unknown h3 and h6. Codes: updated. Device evaluation: cracked case. Long continues flow at a very low bpm at normal operating mode. Faulty gauge, variable relieve valve, functional switch module, frequency module. Require new patient valve, o2 input connector, casing. Failed performance tests as listed below: 1, peep performance test 2, relief valve test 3, o2 therapy / CPAP output control test 4, frequency and tidal volume test. Unit beyond economic repair. Customer requests to return the device unrepaired.